Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed the off no power, self test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No excessive no delivery or external ram crc error alarms were noted. An unexpected restart error alarm was noted after the battery change due to a faulty component on the interface board. The memory was erased at the battery change due to the unexpected restart alarm. Unable to complete the functional testing due to the alarm. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400mg/dl and the pump alarmed unexpected restart. Customer declined to troubleshoot for high readings as the pump is getting replaced due to alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.